Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. International medical device regulators forum (imdrf) adverse event reporting (B)(4). The pentax medical sales rep responded to a good faith effort request via email on 23-dec-2021 and noted the user facility did notify the FDA regarding the event. This was a diagnostic procedure and while the patient was prepped for the procedure there were no reported injuries or delays which would require medical intervention. Additionally there was no risk of cross contamination and the patient was not recalled for further screening. The device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. He also confirmed the facility follows all pre-procedureal checks and instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 10-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: fluid invasion in pve connector, air/ water socket loose screw, image dark, image distorted, passed dry leak test, passed wet leak test, customer complaint confirmed, air/ water socket loose, fluid invasion not observed in control body, pve electrical connector frame mild corrosion, light carrying bundle led light is not working or not functionong. The device underwent repairs including the following components: o-rings and seals, connector frame assy, pcb for driver(cmos). The endoscope is awaiting repair and approved by final qc as of 07-jan-2022. This is the first time the fevice was returned to be serviced at a pentax facility since the device was put into service. On 05-jan-2022, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 24-feb-2021 under normal conditions. The endoscope was reworked for a hole at the tip. Adhesive was repainted and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-feb-2021. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6). In the event reported, the user states that the image interference / picture flashing involving pentax medical video colonoscope model ec38-i10cl, serial number (B)(4). The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this may be, due to the disconnection of the cmos cable, due to repeated use.